Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient has old pfc tka revision surgeon is removing all but patella and implanting a sigma mbt revision. Patient has significant osteolysis on the femur and very soft bone. I am attaching the original of record for implants. (B)(6) 1995; (B)(6) 2017; right knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.